Manufacturer narrative:
Please see section d4 with corrected serial number.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 2401 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in the cannula failing to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 29.5 mmol/l (531 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated the cannula did not insert into their arm as the cannula did not deploy, indicating a needle mechanism failure.